Manufacturer narrative:
(B)(4). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site (B)(4) (under registration #3004468271). As of 2011, that number was deactivated due to the site no longer shipping product to the USA and until 2014 complaints related to these products were handled by arjohuntleigh, a branch of arjo limited (B)(4) and any medwatch reports were submitted under registration #1000381138. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided following the conclusion of the investigation.

Event description:
Initially it was reported by arjohuntleigh representative that pool lift's stretcher lowered by it self to the water. "The client was placed on the stretcher and being hoisted from the pool using the mk 1 pool hoist. When the stretcher was fully clear of the pool water and ready to be swung out to pool side, the clutch slipped on the pool hoist causing the stretcher to be rapidly lowered back in to pool. Client was fully submerged under pool water and support users (in pool water) were able to assist, preventing further complications". No injury occurred as a result of this incident - triage from ambulance service (telephone advice). The device was repaired after the incident: "loosened locknuts, removed clutch, inspected friction pads, and re-torqued clutch setting. Load tested, all ok".

Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. When reviewing similar reportable events for mk1 pool lift we haven't found any other similar cases where pool lift lowered uncommanded due to a slipping clutch and the resident submerged into water. No injuries occurred. Based on the reported outcomes we decided to report this complaint in abundance of caution. The device was inspected by an arjohuntleigh representative at the customer site and found to be in fair condition and functionally capable of working, however due to slipping clutch device failed to work to its specification. The device was being used to transfer the patient from the pool. No injury occurred as a result of this incident. The equipment is subject to wear and tear, and the expected operational life of your arjo lifter is 10 (ten) years from the date of manufacture. The involved pool lift was in use for over 29 years, and exceeded its lifetime by 19 years. However device examination and received photos showed that device condition is fair. The technician has been able to recreate the event and confirm that failure was caused by the clutch slipping. The technicians has been able to repair the device. Last maintenance has been performed by arjo technicians on (B)(6) 2015 there has been replaced part number dx08700.0 (screw hex set). On (B)(6) 2015 technician return to the customer and replaced wire & drum and performed function checked and load tested in accordance with the service instruction. The technician that performed the work was correctly trained. Moreover technicians are audited by their area service manager and internal auditors we are also audited by (B)(4) who control the processes by which arjohuntleigh operate within the (B)(6). On (B)(6) 2015 the pool lift was disassembled sufficiently to perform a visual examination on the clutch components as it was noted that during operation of the pool lift the clutch was found to be slipping - however, no defects were found and the pool lift was re-assembled and torqued in accordance with the service instructions. A function check and load test was applied to safe working load (swl) 128kg and the lifter was placed back into service. Despite our best efforts, we are unable to determinate exact root cause of the problem. However the possibility of an inadequate service performed 3 days before incident occurred and leaving some tolerance for the clutch to slip, couldn't be ruled out as a one-off mistake.